Event description:
It was reported that during implant, the physician was unable to completely advance a stylet within the right ventricle (rv) lead and it was difficult to remove stylets from the rv lead. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.